Event description:
Revision surgery - due to the patient's knee being too tight posteriorly and laterally. The surgeon removed the 3d insert and replaced it with an ultra-congruent insert.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint for this part from this lot. The root cause of the instability was reported as the patients knee being too tight. There is no information reported that showed a material, design, or manufacturing problem with the product.